Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported surgeon console. Evaluation of the logs noted no fault codes, communication errors or abnormal system behavior was recorded regarding the endoscope rotation, surgeon console inputs or system responsiveness during the procedure. There is no evidence noted for an issue with the speed of the camera rotation. Evaluation of the surgeon console noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the hugo system, a surgeon expressed concern regarding the speed of the camera rotation at the surgeon console(sc), stating that it was perceived as too slow. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the hugo system, a surgeon expressed concern regarding the speed of the camera rotation at the surgeon console(sc), stating that it was perceived as too slow. There was no patient involvement.